Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00997. It was reported the patient's ((B)(6)) stimulation was disabled due to a high current. Patient believed the issue began after he suffered a fall. A field representative was able to turn stimulation back on with the use of a clinical programmer. However, stimulation continued to be disabled due to a high current. Surgical intervention was undertaken and the l3 lead was explanted and replaced. The l4 lead was also replaced because it was moved while explanting l3 lead. Reportedly, following the replacement of the leads the patient was receiving effective therapy.

Event description:
Device 1 of 2; reference MFR report: 3008829311-2017-00997.